Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s diabetes educator reported via phone call that the customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis with a blood glucose level of 1098 mg/dl. The customer was treated with intravenous insulin drip and with lantis with syringe. The customer did not mention any symptom related to high blood glucose level. The insulin pump will not be returned for analysis.